Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing was observed. Programming changes were made to resolve the issue. The patient condition was good following the event.